Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 , g.3 , h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported for right side "periprosthetic collections", "capsular contracture baker grade iii", "intense local pain", "breast tightening" and "upper displacement of the prosthesis". Device remains implanted.